Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 150 mg/dl at the time of incident and the other blood glucose level was above 50 mg/dl, 213 mg/dl, 120 mg/dl. Customer was need to maintain the 70 mg/dl to 90 mg/dl high early morning or evening on auto mode for over. The customer was assisted with troubleshooting. The customer was treated with carb for low blood glucose and insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that when manual pump using blood glucose level was always be 70 mg/dl to 120 mg/dl the only time it will spike during meal consumption but never gone above 170 mg/dl, however on auto mode. Customer was not stop keeping high and only controls it by changing the carb ration and get bolus customer not getting bolus correction after eating explained how automated basal insulin calculated. The insulin pump will not be returned for analysis.